Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) unit indicating autofill failure. There was no patient involvement .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected fields: d4. Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions),h11 a getinge field service engineer (fse) evaluated the unit and found that vacuum pressure was low, at x1 and x2. Unit is due for a new 5000 hrs maintenance kit. The fse replaced the 5000 hr maintenance kit (0040-00-0147) and now auto fill failure problem was solve and vacuum pressure is in range. Unit was observe more than 2 hrs. All functional checks performed to factory specifications.

Event description:
N/a.